Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had pain at the ipg site due to weight loss. Patient underwent surgical intervention on (B)(6) 2024 during which the ipg site was repositioned to address the issue. Therapy was restored post-op.

Event description:
It was reported patient is having their ipg replaced for an unknown reason.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information.